Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a patient coded while undergoing hemodialysis (hd) treatment on a 2008t hd machine. The following details were provided for the adverse event. Approximately 30 minutes after being transferred to an alternate machine during hd treatment, the patient experienced cardiac arrest and coded. The hd therapy was discontinued and the blood within the extracorporeal circuit was returned. No blood loss occurred. The patient was transported to the hospital emergency room (ER) and later expired on the same day. Follow-up was received which revealed that the adverse event was related to cardio pulmonary failure and not the fresenius products used during the hd treatment. The patient had mx systolic and diastolic heart failure, end stage renal disease (esrd), insulin dependent diabetes, coronary artery disease, and hypertension. No malfunction of the 2008t hd machine was observed or identified, prior to, during, or following the hd treatment. There was no allegation that a dialyzer or bloodline malfunction occurred. The machine was not available to be evaluated by the manufacturer. The dialyzer and bloodline product was not available to be returned to the manufacturer for revaluation as they were discarded by the facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Functional testing performed by the biomedical technician confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.